Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the hard disk was corrupt and needed to be reformatted. The hard disk was reformatted and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ could not recall some images. There was no adverse patient involvement reported. There was no patient information reported.